Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device handle locked after 35 minutes of use during a right sided hemicolectomy. There was no pt injury. The device was returned to covidien and visual inspection discovered that the knife blade was protruding from the jaws.